Event description:
It was reported that while a patient was off of support so that contact paste could be applied, the rotaflow console would not start up properly after being powered off. The "valve" message would not disappear despite repeated attempts. Support was continued on a back-up rotaflow console. A maquet sales representative reviewed the proper start up sequence with the customer several times and the customer replied "it looks like it's working now." (B)(4). Reference manufacturer report number 8010762-2013-00175.